Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were technically getting a 50% symptom relief, because they were able to make it to the bathroom but the pt stated that their frequency has not been improved since implant date. The pt mentioned that the device turns off at times and pt is unaware. Patient services reviewed external equipment general use. The pt also mentioned that they had not ever felt stimulation. The pt stated that they had a fall 6-7 months after implant and inquired if that fall could affect ins. The pt also reports gets random back aches and soreness where implant is. Patient services reviewed and redirected to hcp.